Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room after receiving multiple shocks. The device was found to be safety mode. While in the ER the patient received another shock while laying down. Subsequently, tachy therapy was turned off and then explanted. A new device was implanted and remains in service. No additional adverse patient effects were reported.